Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative on a patient sample that resulted negative when using the simplexa covid-19 direct assay on (B)(6) 2020, but positive when tested on a competitor assay (panther) on (B)(6) 2020 and also positive (s gene only) on the same simplexa assay on (B)(6) 2020. The patient sample was nasopharyngeal in viral holding medium, an "in-house" transport media created by the customer equivalent to vtm. Run analysis of the simplexa results showed one patient sample ID (B)(4) resulted negative on the initial test on (B)(6) 2020. The patient was discharged home prior to the result. The patient returned the next day with persistent symptoms, a fresh new sample was pulled and tested on the competitor assay and resulted positive. The new sample was not run data from the panther assay was not provided, but it is noted there are key differences between the panther and simplexa assay: - panther assay uses extraction of the sample while the simplexa does not. - panther assay targets (orf1ab region 1, region 2) are different than the simplexa assay (s gene, orf1ab). The sample drawn on (B)(6) 2020 was then run on the same simplexa assay on (B)(6) 2020 but this time resulted positive for the s gene (CT = 33.6). The customer ran their own study on (B)(6) 2020 with an in-house known positive specimen (sample ID (B)(4)) to test the performance of the simplexa assay mol4150, lot# 7848n. The run files provided from that study showed this known positive was detected for both s gene (CT = 33.8) and orf1ab (CT = 34.7) and not detected after 1:1 dilutions and 1:2 dilutions. Simplexa covid-19 positive controls (mol4161, lot# 7644n) were tested on the same study and both the s gene (CT = 25.8) and orf1ab (CT = 28.2) were detected without issues. Based on the information provided, it is likely the sample was at the limit of detection of the simplexa assay. It is not known what is in the "in-house" transport media created by the customer, but later cts on their in-house known positive and the expected cts on the positive control indicate some level of inhibition is occurring with the "in-house" transport media. The customer's device, 2nd patient sample, and in-house known positive sample was not provided for investigation. This is a sample specific issue only. Batch record review showed the critical component, reaction mix mol4151, lot# 7849n, met all qc release criteria prior to kit release. Mol4151, lot# 7849n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 27.7 (s gene) and 27.6 (orf1ab) and the internal control avg CT = 28.8. No malfunctions occurred during qc release testing. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative on a patient sample that resulted negative when using the simplexa covid-19 direct assay on (B)(6) 2020, but positive when tested on a competitor assay (panther) on (B)(6) 2020 and also positive on the same simplexa assay on (B)(6) 2020. The patient sample was nasopharyngeal in viral holding medium, an "in-house" transport media created by the customer equivalent to vtm. Although the negative result was reported to the diagnosing physician, the customer confirmed the alleged false negative had no impact to the patient as they were released before the test was completed. Other than the patient sample ids, other patient information was not provided.